Event description:
It was reported via repair work order that the gatch weldment was damaged exposing sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: this issue was resolved for customer by ordering and customer will perform their own repair.